Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The implantable pulse generator (ipg) was protruding through the skin. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.